Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing tes was performed and passed. A review of the share logs was performed and signal loss over one hour was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over one hour is reportable based on the patient's complaint was undetermined because there were no log data to review. No injury or medical intervention was reported.